Event description:
Reporter noted post-operative breakage of sutures. No injury or intervention reported initially. Follow-up info indicated this pt's sutures had broken one day post-op. Stitch removed, no pressure; wound leak; pressure patch applied. Day 2: still had wound leak; bandage contact lens. Day 3: pt reportedly better.